Event description:
Patient with subtherapeutic inr in (B)(6) secondary to driveline infection, bridged with heparin and lovenox, otherwise inr in therapeutic range of 2-3. On home asa, coumadin and antibiotic which patient states he takes as directed. On (B)(6) patient with ldh of 1052 (baseline 300's). Patient denies hematuria. Patient advised to be admitted into the hospital. Patient admitted on (B)(6) 2017. Inr 2.2. Heparin started. On (B)(6) CT scan negative for outflow thrombus. Echo shows severe rv dysfunction. On (B)(6) lvad exchanged.